Manufacturer narrative:
On 14 april 2016 (B)(4) provided a document review of the product involved in this complaint, not marketed in the USA (ceramic liner ø 36 / e, lot. 7010978454), reporting as follows: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect. On 04 may 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 06 may 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 25 march 2016 and includes: the revision surgery was completed successfully. Cup loosening and infection were confirmed. The pathology results showed staphylococcus epidermidis. On (B)(6) 2016, the medical affairs performed a clinical evaluation and commented as follows: from the x-ray we cannot state any conclusion. There are no elements to suspect that the infection is the primary event reason that involved the mobilization. The report stated that the infection was confirmed but we cannon confirm or deny anything. Batch review performed on 04 april 2016. Lot 152643: (B)(4) items manufactured and released on 26 october 2015. Expiration date: 2020-10-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. (B)(4), ha coated stem size 4 lat, ref. 01.18.144, lot. 148447 (k093944) (B)(4) items manufactured and released on 17 march 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Cup loosening probably due to infection. Revision surgery planned.